Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020179 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s): we got a call from a customer that is having an issue with a 5-pack of flowflex covid 19 antigen test kits. The customer has just purchased the 5 pack of test kits from rite aid ,so this is an out of box issue. Customer called in because all 5 test cassettes has no c-line or t-line. Customer confirmed that he had applied 4 drops of buffer solution to the s-well, and waited until 15-30 mins. No control line or test line appeared. The customer did a pink circle appear in the s well of 1 test cassette. The 4 other test cassettes did not see anything appear at all. Customer sent a picture of the box , and also a picture of the test cassette with the pink s well. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the follow up response from acon labs.